Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37527.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge jumped from 100% to 50% then back up to 100%. In addition, a malfunction alarm occurred. The customer's blood glucose level as 136 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.